Manufacturer narrative:
Results: the neuron max was kinked approximately 78.0 cm from the hub. Conclusions: evaluation of the returned neuron max revealed a kink. This damage typically occurs as a result of advancement against resistance or manipulation in tortuous anatomy. Evaluation of the returned jet7 confirmed the device was fractured and stuck within the neuron max. Manipulation through a kinked neuron max would likely result in resistance. If the jet7 is retracted against resistance, damage such as a fracture may occur. The proximal fractured segment was not returned for evaluation. Further evaluation revealed coil winds within the jet7 were unraveled. This damage is likely a result of the catheter becoming fractured. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2019-01647.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system jet 7 reperfusion catheter (jet7) and a neuron max 6f 088 long sheath (neuron max). During the procedure, the jet7 broke while being advanced through the neuron max. There is no additional information available.